Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited infection there were no additional adverse patient effects reported. The rv lead remains in service.

Manufacturer narrative:
This supplemental report is being filed to correct the b5: event description, h6: patient codes, and h10: additional MFR narrative.

Event description:
It was reported that this right ventricular (rv) lead exhibited infection there were no additional adverse patient effects reported. The rv lead remains in service. Additional information indicated that the implant site had inflammation, itching all the time, localized redness, discomfort, pain, and soreness. There were no additional adverse patient effects reported. The lead was not returned.